Event description:
We were doing a robotic lobectomy and were going to fire a staple across the superior pulmonary vein with a davinci sureform 45 curved tip stapler with a white (vascular) staple load. Surgeon clamped down onto the vessel and normal staple mechanisms began. About halfway through, while still on the vessel, a notification alarmed and said, "tissue too thick, pausing for compression," which is what we may see when stapling larger amounts of tissue and not over a vessel the size of a few millimeters. After the stapler jaws were able to be opened, we saw a warning that the stapler blade could be exposed. I never saw the blade, I can't say for sure if it was ever exposed. The vessel began to ooze blood, so we opened a davinci vessel sealer to attempt to cauterize. Because there were some staples left on the vessel, it was impossible to properly cauterize across the vessel. Surgeon decided that we needed to proceed as an open lobectomy because of the bleeding. As surgeon started to scrub in, the patient's vitals began to drop and drop quickly. We began mass transfusion protocol immediately and utilized cell saver. I felt that it was the epitome of "all hands-on deck, no room for errors" scenario. Our team was able to pull together quickly to save this patient.